Event description:
It was reported that, "the pt arrived at the doctor's office in an emergency situation. He was walking very unstable. The pt told the doctor that he rolled a golf cart the day before and the next day he heard a loud pop so he went to the doctor. The doctor took x-rays and discovered the ceramic head was shattered. The trunion of the femoral stem was very scratched up but well fixed so they left it implanted."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.